Event description:
Collect rate started at 20. Rbc alarm at 435ml and 511ml wbp.optical bowl sensor at level of interface with both alarms.after 2nd alarm, tx paused and stopped and resumed. X2 pressure alarms afterwards. Therakos called.restarted rate of 20 and went to early buffy coat after 718ml wbp. No further alarms noted. Patient appears slightly cloudy, but did not drink adequate fluids. Reinforced increased oral hydration.